Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, blood coagulation disorder, diabetes mellitus, periodontal disease, bruxism, inadequate bone quality/quantity, peri-implantitis, pain, abscess, mobility.